Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. Patient's current bg: 313 mg/dl. Customer stated that they have been having high blood glucose for the past several days. Customer treated for high blood glucose with manual bolus. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented). Customer call again to report he has high blood glucose in the 300's mg/dl, 400's mg/dl, 500's mg/dl. However, customer could not hear at all. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.